Event description:
Additional information received reported that the patient received assistance from their hcp or manufacturer representative and their concerns were resolved.

Event description:
It was reported that the patient wanted help making an adjustment with their patient programmer. The patient placed the antenna over their implant and saw the poor communication screen. It was noted that the patient repositioned the antenna and still saw the poor communication screen and then placed the programmer over their implant and saw the poor communication screen. The patient had a loss of therapeutic effect and their symptoms had returned. It was stated that the patient had leakage all day long and went to the bathroom 4 to 5 times a night. This started about 6 months ago and the patient had not had any falls or trauma. It was reported that the patient¿s symptoms returned suddenly. Three days later the patient wanted help connecting to their implantable neurostimulator (ins). It was noted that the patient didn¿t know where the device was implanted in their body and they couldn¿t feel the metal of the ins under their skin. The patient¿s health care provider (hcp) and someone else had not been helpful. Additional information received reported that the programmer wouldn¿t do telemetry with or without the antenna. It appeared to have occurred through product use and there was no indication of patient harm. Analysis of the patient programmer found that the telemetry problem complaint was unverified. The antenna jack was resoldered as a preventative measure.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va09ban, implanted: (B)(6) 2013, product type: lead. (B)(4).